Event description:
It was reported that the touchscreen for this programmer was unresponsive. The programmer was restarted, however the issue persisted. The programmer was returned for analysis. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional test did not pass on the touchscreen of the evaluation. Baseline evaluation could not be performed due to the touchscreen had no response. The issue detected during baseline on mti was validated and noticed the programmer was not detecting the touch. The programmer was disassembled in order to verify the properly connection of the involved components, no issues were detected. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional test did not pass on the touchscreen of the evaluation. Baseline evaluation could not be performed due to the touchscreen had no response. The issue detected during baseline on mti was validated and noticed the programmer was not detecting the touch. The programmer was disassembled in order to verify the properly connection of the involved components, no issues were detected. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low.